Event description:
It was reported that the patient had a battery put in their buttock and it needed a lead or needed to be charged or something because the patient was urinating all over the place. This had been going on for quite a while. It was clarified that by needing leads, the patient meant that they had it for over 5 years and was referring to lead longevity. The patient had their battery replaced in (B)(6) 2014 and the battery was relatively new and it hadn¿t worked properly the whole time. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient; product ID 3889-28, lot# v706432, implanted: (B)(6) 2011, product type: lead; product ID 3889-28, lot# v706432, implanted: (B)(6) 2011, product type: lead. (B)(4).